Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer is calling to report that his pump display has dots and vertical lines on the screen. The lines have missing pixels so they aren't solid. Due to the defects, he can only partially see his basal rate. No adverse event alleged. A request was made for the return of the device.